Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump was infusing too fast. No patient injury or harm occurred for this case.

Manufacturer narrative:
The user-reported issue was not confirmed. The device was found to have a flow rate accuracy of 3.37%, which was within the +/-5% specification. The pump was also found to have a constant air-in-line alarm issue and a battery outside of warranty; neither of these issues is related to the reported issue. The pump was repaired and tested to meet all specifications on 05/16/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00091).